Event description:
Pt brought to ER. Urine sample ran on suspect device. Result of negative leukocytes. Ran visually and negative leukocytes. Performed microscopic examination and 40-50 granulocytes. Pt expired. Toxic levels of acetaminophen found in blood. Pt also tested positive for opiates.